Manufacturer narrative:
(B)(4).

Event description:
A pt's pump could not be aspirated during a catheter evaluation under fluoroscopy. The pt had no signs or symptoms. On (B)(6) 2011 and (B)(6) 2011, a diagnostic bolus through the pump was noted to have included dilaudid, clonidine, and prialt. It was further indicated that the following drugs administered via the pump were: dilaudid (4.0 mg/ml at 0.7985 mg/day) and clonidine (120 mcg/ml at 23.96 mcg/day). The pt's outcome was noted as ongoing. Additional info will be provided in a follow-up report as it becomes available.